Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the pacemaker had no low voltage output. The pacemaker was not used and replaced during the procedure. There were no patient consequences.